Manufacturer narrative:
Analysis of the ins ((B)(4)) found the battery to have reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient via a manufacturing representative (rep) reported that the implantable neurostimulator (ins) was overdischarged. The overdischarge was due to noncompliance and not due to a medical issue or pain with recharge. The patient reported to the doctor that he wanted it explanted because the ins site was causing him pain. The patient was not happy with treatment. The patient was scheduled to be explanted on (B)(6) 2015. It was noted that they attempted to restore function to the implantable neurostimulator (ins) through power on reset (por); however, the patient did not have a managing doctor where they could meet. The patient already decided that he wanted the ins explanted. The issue was not resolved at the time of the report; however, a healthcare provider (hcp) via a rep later reported that the issue was resolved. The patient's relevant medical history includes failed back surgery syndrome and spinal pain.